Event description:
It was reported that during the preparation of the device, resistance occurred when attempting to remove the yellow protective sheath. Some force was applied resulting in some distal struts becoming stretched. The device was not used and there was no patient involvement. The procedure was completed successfully with an unknown drug eluting stent. No additional information was provided. The returned device analysis revealed that the balloon was separated from the outer member at the proximal balloon seal.

Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the us it uses a delivery system which is similar to a device sold in the us. Evaluation summary: the complaint device was returned for analysis. The reported stretched distal struts could not be confirmed; however a bunched distal balloon was noted and the balloon was separated from the outer member at the proximal balloon seal. The reported difficulty removing the protective sheath could not be replicated in a testing environment as the protective sheaths were not returned. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use states: prior to removal of the packaging mandrel, carefully slide the yellow outer sheath towards the distal flare, opening the longitudinal split on the inner sheath. Remove both sheath pieces and stylet from the delivery system. If an attempt was made to remove the protective sheaths using a different technique, such as, removal by pulling on the inner sheath or removal of the outer and inner sheaths simultaneously prior to exposing the longitudinal split on the inner sheath, this may have caused the reported resistance. This interaction likely resulted in damage to the distal balloon (bunched), as noted in the returned device analysis, and weakened the proximal seal area. The proximal seal may have then become further damaged (separated) during handling/packaging of the device for return to abbott vascular for analysis. Although a conclusive cause for the reported difficulty removing the sheaths cannot be determined, the reported implant damage (bunched distal balloon) appears to be related to the reported difficulty removing the sheaths. Based on the information provided and the analysis of the returned device, there does not appear to be any indication of a product quality deficiency.